Event description:
Allergan sales representative reported on behalf of the physician that the device was explanted, due to a suspected lap-band leak.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further information from the reporter regarding the implant date and explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."